Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of tube extension scratch marks/abrasions to be related to the customer reported complaint. The instrument tube extension was found to exhibit signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.122¿ x 0.044¿. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the instrument log for the monopolar curved scissors instrument associated with this event confirmed that the instrument was used during a procedure on (B)(6) 2020. Per logs, the instrument was last used on (B)(6) 2020 on system sk0462 (after the alleged event date). Per logs, the instrument had 1 use remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the image submitted by the customer confirmed that the instrument shaft was physically damaged with a small piece/fragment missing from the shaft. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including cutting, blunt and sharp dissection, and electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: after a da vinci-assisted surgical procedure, it was noted that the monopolar curved scissors instrument shaft was damaged and a piece of the shaft was missing. Based on this finding, it was concluded that a fragment may have fallen inside the patient and was not found. The instrument was returned for evaluation and failure analysis investigation confirmed the customer reported issue and attributed it to mishandling/misuse. Although there was no report of patient injury, unintended fragments falling inside the patient may require surgical intervention. At this time, the location of the potentially missing fragment is unknown and it is unclear if a fragment actually fell inside the patient and was retained. The expiration date is not applicable.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors instrument shaft was found to be damaged. The customer stated that a piece of the resin part of the monopolar curved scissors instrument shaft was found to be missing. As a result, the customer suspected that a fragment may have fallen inside the patient during the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: fragments are suspected to have fallen inside the patient's body and retained, although it was unable to be confirmed. The instrument was inspected prior to use but no abnormality was identified at the time. The instrument allegedly might have collided with other instruments or other hard material during the surgical procedure. No post-operative tests like an x-ray or ultra sound were performed to check for remaining fragments. Upon final removal of the instrument, it was unknown whether the instrument wrist was straightened and whether the surgical staff felt any resistance upon removal of the instrument through the cannula. There was no report of any damage to the cannula being identified upon final removal of the instrument. No injury occurred to the patient.